Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the detachment module broke and a capsule failed to detached. The capsule is inside the applicator and the system is contaminated.